Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2012. According to the complainant, during the procedure when the jagwire was introduced into the endoscope's working channel the tip of the guidewire detached into the patient. The guidewire was removed and the tip was recovered with biopsy forceps. The procedure was completed with another guidewire with no patient complications. The patient's condition has been described as stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complainant, during the procedure when the jagwire was introduced into the endoscope's working channel, the tip of the guidewire detached into the patient. The guidewire was removed and the tip was recovered with biopsy forceps. The procedure was completed with another guidewire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4): tip detachment. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax of the guidewire was damaged and had detached, exposing the tip of the corewire. The outer diameter of the guidewire was measured and found to be within specification. It is possible that unstated procedural factors and possibly clinical factors may have contributed to the damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally the remnants of adhesive found indicate that the pebax tip was properly attached to the corewire. Therefore, "operational context" is the most probable root cause for this incident a DHR (device history record) review was performed and no deviation was found. A similar complaint trend review revealed no other complaints reported for lot number 14389622. Labeling review performed and no anomaly was found.